Event description:
As reported to coloplast though not verified, pt was implanted with restorelle m mesh. Later the pt experienced recurrent prolapse and cystocele now stage IV, a tear of the mesh from the supporting ligaments, sharp pelvic pain and vaginal bleeding. A repeat mesh implant (coloplast restorelle), right urethral dissection and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.